Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
The date of event is unknown. There was no report of patient harm. The time of event is unknown. No known adverse event. Brush stuck/broken in channel. Brush stuck in biopsy channel. During reprocessing.

Manufacturer narrative:
During pentax internal review, the same event was filed under MDR (9610877-2022-53483) which was submitted. Therefore, MDR (9610877-2022-00301) filed on march 2, 2022 is considered a duplicate report.